Manufacturer narrative:
Age at the time of event: roughly 57 years old. (B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically, tactile and visually inspected. There was a small amount of fluid present in the boot and attached waste bag when received. Microscopic and visual inspection of the device revealed that the boot vent hole was not complete and cut all the way through the boot wall. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the ¿check catheter for kinks¿ error was displayed on the console and the device would not prime, indicating an over-pressure alarm. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the ¿check catheter for kinks¿ error was displayed on the console again. The shaft and tip were cut and the jet body was checked for any plugged jets. None of the jets were plugged but the hypotube was corroded and appeared to be weak, as the hypotube broke 1.6cm proximal of the tip not far from the jet body. The cause of the over-pressure was thought to have been due to the handling and of the device due to the rust on the top seal cap getting inside the device during the analysis at the facility. The device was sent to mtac to figure out the cause of the corrosion on the hypotube. Mtac results were as follows: the wall thinning is caused by corrosion progressing from the od surface of the hypotube. Evidence of various pitting-type corrosion morphologies are observed. Pitting corrosion to this extent would typically occur over a relatively long period of time under stagnant conditions in a corrosive environment (e.g., residual saline sitting on the surface). The corrosion does not appear to be preferentially intergranular, and the base microstructure in the corroded region is not noticeably different than the non-corroded region. This suggests there is nothing unusual about the material condition that contributed to the corrosion. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2018. It was reported that there was a check saline error and the catheter would not prime. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. During preparation, there was a ¿check saline¿ error and they could not complete the priming of the catheter. The catheter was not entered into the patient. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.